Manufacturer narrative:
The reported events of low pacing lead impedance and failure to capture were not confirmed. The reported events of stylet could not be inserted, and lead kink were confirmed. The cause of stylet could not be inserted, and lead kink is consistent with procedural damage. Additionally, procedural damage was seen to the insulations and coils at the middle region of the lead.

Event description:
It was reported that during unrelated lead revision procedure after the pocket was closed, it was noted that the right ventricular (rv) lead exhibited low pacing impedance, failure to capture. X-ray was performed and confirmed lead dislodgement. The stylet could not be inserted in the lead. The physician opted to explant the lead. After extraction of the rv lead, it was noted that the lead was bent. The patient¿s superior vena cava (svc) had stenosis, no new rv lead was implanted the device was programmed to aai. The patient was recovering.